Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0jvs2, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient saw the ¿!¿ in the upper left hand corner of her programmer (B)(6) 2015. It was also reported on three occasions the patient¿s voltage reset to an earlier voltage and the programmer did it on its own. It was unknown when the voltage resets occurred. The patient was concerned her patient programmer (pp) was functioning properly. The implantable neurostimulator (ins) amplitude was different from the last time she checked, but there was probably nothing wrong with her device. The patient¿s neurologist saw the patient and wanted the patient¿s pp to be replaced, so the patient was sent a new one. Upon pp return, analysis found no significant anomaly. The antenna jack was resoldered for preventative maintenance. No troubleshooting or outcome was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.